Event description:
The recipient reportedly elected explant surgery. The recipient was a non user for many years due to pain at the implant site. The recipient's device was explanted. The recipient was not reimplanted. The recipient has recovered following surgery and is doing well.

Event description:
The recipient reportedly elected explant surgery. The recipient was a non user for many years due to pain at the implant site. The recipient's device was explanted. The recipient was not reimplanted. The recipient has recovered following surgery and is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed scratches on the top cover, and cuts in the silicone overmold on the bottom cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.